Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 14-jul-2013, UDI#: (B)(4) ; product ID: 8709, serial/lot #: (B)(4), ubd: 10-jun-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-14, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving lioresal (2,000 mcg/ml, 100 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient presented to the emergency room with increased sweating, increased heart rate and confusion. The rep was requested to come to the hospital for a dye study. The patient was being worked up for several medical conditions including baclofen withdrawal. The hcp attempted a dye study, but the catheter could not be aspirated at the catheter access port (cap). Aspiration of the catheter was attempted again at the sutureless connector but was possible. The revised 8596sc was disconnected at the pin connector, but the catheter could still not be aspirated. The surgeon opted to replace catheter with ascenda 8780. The old catheter was discarded. The patient remained admitted for further medical work up, as well as for dose titration with the new catheter. The issue was resolved at the time of this report. The patient's status was alive - no injury.